Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was unable to charge the ipg since he was implanted. X-ray showed that the ipg had flipped. The patient underwent a revision procedure wherein the ipg was placed correctly. The patient was reportedly doing well postoperatively.